Event description:
It was reported to resmed that an astral device displayed a battery error message. No patient involvement was reported.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The internal battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).